Manufacturer narrative:
The returned component was microscopically evaluated at a magnification of 10x. No visible defects were noted. This incident was determined to be out of the spope of the general asr reporting parameters. The final decision was to treat this incident as an unusual event (code 66). If additional information becomes available, a follow up report will be provided.

Event description:
On 11/04/2005 - a dental implant was placed in tooth location # 29. Subsequently the patient was experiencing pain. On 11/12/2005 - the implant was removed form the patient's mouth. On 06/02/2006 - the clinician was contacted. He stated after the implant was placed the patient complained of pain. The implanted site showed no evidence of infection or swelling. After the implant was removed the patient's pain dissolved. The patient was seen post operative on 12/05/2005 and is fine with no problem.